Event description:
The complaint is classified based upon information the patient/layperson gave to the customer care advocate, cca, in 2008. The patient alleged that her one touch ultra meter would not turn on when attempting to test in the afternoon of 4/12. Although the batteries were installed correctly, the meter would not turn on with the test strips or with the power button. The cca replaced all products. After the issue began on two days earlier, the patient reported she was shaky, a symptom that can indicate a patient has severe hypoglycemia. However, she reportedly received no medical intervention nor self-treated. This complaint is classified as an adverse event based upon the report that the patient had symptoms that can be associated with severe hypoglycemia after the issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.